Manufacturer narrative:
The estradiol iii reagent expiration date was not provided. The cobas e 801 analytical unit serial number was (B)(6) the investigation is ongoing.

Event description:
We received an allegation about discrepant results for 2 samples from the same patient tested with elecsys estradiol iii assay on a cobas e 801 analytical unit. Sample 1: initial result: 126 pg/ml. 1st repeat result: 13.01 pg/ml (tested on abbott). 2nd repeat result: 80.71 pg/ml (tested on roche e 602 at a different facility). Sample 2: on (B)(6) 2025: initial result: 139 pg/ml. 1st repeat result: 19.5 pg/ml (tested on abbott). 2nd repeat result: 104.3 pg/ml (tested on roche e 602 at a different facility). The initial results did not match the patient's clinical diagnosis, prompting the repeat of the samples. No questionable results were reported outside the laboratory.

Manufacturer narrative:
Medwatch field b7 other relevant history was updated. The patient's samples were received for investigation. The investigation was unable to reproduce the customer's elecsys estradiol iii results. The investigation tested the patient's samples for interferents and identified streptavidin and heterophilic antibody (igm) interferents. A general product problem can be excluded. The product labeling states: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem. The cause of the event was due to interferents in the patient's samples.